Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was not providing a quality signal and patient's aortic waveform was intermittent. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section h - device evaluated by mfg? From: no to: yes. The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extracorporeal and extender tubing were returned attached. A visual examination of the returned product was performed and a kink was observed on the catheter tubing at 75.9 cm from the iab tip. A kink was found on the sensor cable at 11.4 cm from the connector. . An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The technician used a laboratory 0.025" guidewire to go through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion and evidence of dried blood was observed at the tip of the guide wire. However the inner lumen leak test was performed and passed with no leaks. A pressure test was performed and the iab was able to maintain pressure under the specifications for pressure. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Per complaint handling procedure, 01-061, this complaint did not meet the requirements for escalation to hhe or crf. Js 20-may-2020. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was not providing a quality signal and patient's aortic waveform was intermittent. There was no reported injury to the patient.